Manufacturer narrative:
The insulin pump had no button error alarm during testing. However the device had unresponsive button response due to corroded act, up and down button on keypad traces. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is unavailable. Nothing further reported.